Event description:
The facility reported an overinfusion of heparin on a patient. The heparin was ordered at 11cc/hr. The concentration of the heparin is unknown. The infusion was reported to begin 22:40. The nurse reported that at 02:00, the entire 250cc bag of heparin had infused. The patient was closely monitored and extensive lab work was performed. No adverse outcome resulted.